Event description:
Philips received a complaint regarding a v60 ventilator indicating that the touchscreen was not responding and could not be calibrated. The issue was identified while the device was not in patient use, and no patient impact was reported. The customer evaluated the device with assistance from a remote service engineer (rse), who confirmed the reported issue. Troubleshooting determined that the touchscreen required replacement, and the customer was provided with the appropriate part information touch screen. The investigation is ongoing.